Event description:
It was reported that the stent was damaged post deployment requiring surgery. The 5x200x75 innova¿ was implanted to treat a target lesion located in the thigh. When removing the stent delivery catheter, the stent was pulled into the sheath and extended approximately 5cm outside the patient. Surgery was performed for removal and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: inspection of the returned device revealed that a portion of the stent was returned. The struts on the stent were stretched. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent was damaged post deployment requiring surgery. The 5x200x75 innova¿ was implanted to treat a target lesion located in the thigh. When removing the stent delivery catheter, the stent was pulled into the sheath and extended approximately 5cm outside the patient. Surgery was performed for removal and the patient is stable.

Manufacturer narrative:
(B)(4).